Event description:
It was reported that channels a and c were programmed and the cassette was placed into the device. When the device was placed on "run", the device alarmed for "cassette failure". Therapy was initiated using channel b of the device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.